Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during multiple cataract procedures, the ophthalmic console failed to reach the maximum vacuum level during phacoemulsification. The procedures were completed. No patient impact was reported. This complaint is pertaining the second of two reports received from the initial reporter.

Manufacturer narrative:
Corrected information provided in section h.11. The company representative was able to assist the customer remotely. The initial priming/tuning setup was observed via (a video recording of the event). The feedback from the representative, revealed there were no abnormalities found (at that time). Based on the provided videos, the system passed the tests. Later, the sales representative visited the site and adjusted the doctor settings, as a preventive measure. Based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. Three (3) potentially relevant complaints were found and reviewed as part of this investigation. These complaints were determined to not be relevant to this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in sections d.4. H.6. And h.11. The company representative was able to assist the customer remotely. The system however; was not teste on-site. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this serial number was performed. Three potentially relevant complaints were found and reviewed as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.